Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the collimator size. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a field size physicist discrepancy. No patient injury was reported.